Event description:
It was reported that new software was uploaded to the programmer. When interrogating an ICD (implantable cardioverter defibrillator), after the software is chosen, it goes to a black error screen. The service disk was used before the upload, and the black screen occurred after the upload. In addition, prior to the new software upload, the programmer took 2-3 times longer to load up, compared to a normal programmer. No patient complications were reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the device went to a black screen with an error after interrogating a device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.